Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an invalid transmitter ID alert and that the transmitter lost connection with the pump for over 15 minutes. Customer declined to provide further information or troubleshoot for the loss of connection. A root cause could not be determined. A replacement transmitter was sent to the customer.